Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for the evaluation and reported problem was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dented distal edge, loose lg (light guide) connector, no image, communication error, no ID (identity) data transmission. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A definitive root cause could not be identified for fiber breakage, dented distal edge, loose lg (light guide) connector, no image, communication error, no ID (identity) data transmission. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope exhibited connection issue. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that thew rigid video scope exhibited connection issue. There was no report of patient harm.